Event description:
It was reported that the cs100 showed autofill failure alarm. No one was harmed onsite.

Manufacturer narrative:
Due to character limit in e1 event site address is narayana institute of cardiaca supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cs100 showed autofill failure alarm. There was no patient involved. No one was harmed onsite.

Manufacturer narrative:
Updated fields - b4, g1(contact person ¿ mfg site), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6(health effect ¿ clinical code, health effect ¿ impact code), b5, b6,b7, d10 a getinge field service engineer (fse) observed that system it is showing autofill failure error. Problem found with pm kit so replaced new pm 5000 hours which customer has. Then checked system with demo balloon and trainer it is working fine and ready to use.